Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed a broken manual fill luer fitting on the condensation removal module. The fse replaced manual fill luer fitting and corrected the autofill failure. The iabp unit passed all functional and safety tests per factory specifications; was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not auto-filling, while in use on a patient. There was no patient harm or adverse event reported.